Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was inoperable due to early depletion. The patient underwent surgical intervention on (B)(6) 2016 where the entire scs system was explanted due to infection (reference MFR. Report: 1627487-2016-05412).